Event description:
The customer called technical support (ts) reporting that during functional testing, it was observed that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
Reporting address & phone: (B)(6).